Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that customer was not able to program a basal rate due to buttons not responding. Customer's blood glucose was 563 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current and run current test. Unable to perform self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to button keypad anomaly. The insulin pump had cracked battery tube threads.